Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported temperature issue remains unknown.

Event description:
During ablation, the temperature did not increase more than 50 degrees celsius when turning the rf output knob. The procedure was aborted and rescheduled for a later date. There were no adverse consequences for the patient.